Event description:
The facility's biomed engineer reported an infusion pump with a 715 failure code. He stated that this happened during testing, after the batteries were replaced and charged, the pump gave a 715 failure. He also stated that they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.